Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that this device had a red x and would not power on. There was no pt involvement.